Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 4 years and 1 month post implant of this mechanical heart valve, it was explanted and replaced due to increased gradients. Preoperative echocardiogram revealed a mean gradient of 90mmhg. The reported information indicates the patient was non-compliant with anticoagulant therapy. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.